Manufacturer narrative:
The service engineer replaced the top membrance, the missing gasket and the overlay set to repair the unit and return it to standard operating parameters. All performed tests and calibrations were passed.

Event description:
It was reported that the front panel ventilator alarm reset button did not work. There is no reported patient involvement associated with this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.